Manufacturer narrative:
Na

Event description:
A device registration form was received stating that this lead this system was removed due to blood infection. The lead tips were sent to pathology. All parameter so epicardial lead w.n.c. No additional information was provided. This is the same event as MDR 2183787-2014-00058.